Event description:
Malformed guide catheter tip.

Manufacturer narrative:
This event was first determined to be not reportable; additional information from the account indicated the loss of wire position, and it is now being reported as a malfunction. The report from the affiliate indicated that the patient was undergoing placement of a 3x18mm cypher stent to the distal circumflex artery. A guidewire was introduced into the britetip 7f guide catheter, but friction occurred because the distal tip of the catheter was deformed. The physician had to remove the catheter with the wire due to resistance, and thereby lost wire position. A mach 1 jl 4 catheter was used to successfully complete the procedure. There was no patient injury. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.